Event description:
A hydratome rx sphincterotome was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in duodenum, papilla vater. The cutting wire broke after 3-4 short cutting episodes. The wire got broken in the proximal ancore when the doctor did the last episode of cutting. The normal setting was used at the diathermy. There was no piece of the cutting-wire fell off inside the patient. Once the sphincterotome was removed, the procedure was completed without any patient complication. The patient's condition is reported to be "stable."

Manufacturer narrative:
A device history record (DHR) review of lot revealed no related issues to the reported complaint. A lot history search was performed and found no other complaints against lot. Product analysis could not be performed due to the device is being disposed. Customer complaint could not be confirmed since the device was not returned for product analysis. The cause of the event is undetermined.